Event description:
It was reported that the patient consulted following the appearance of a message on his remote control stating "the requested intensities cannot be provided" and the reappearance of his pain how before implantation. The patient does not describe any particular event or falls that could have led to the issue. The impendence's were measured and 2 plots of the lead were out of range. A new programming was carried out and a few days after the patient returned to his center for the same problem. This time the pads 0 1, 2 and 3 are greater than 10,000 ohm. The session report showed multiple pairs of contacts (pads) over 40000 ohms. New programming was done not involving pads 0-3, and it was unknown if the issue was resolved at the time of report. Surgical intervention did not occur, however it was also noted their follow-up doctor will discuss with the surgeon about new intervention to change the lead. Additional information was received from the manufacturer representative (rep) stating the event was resolved with re-programming for the moment. The implant date of the neurostimulator was provided.

Manufacturer narrative:
B3: event date is an estimate (month/year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating page 2 observations of the session report: it was noted the device's battery was dead to the point that the therapy has been unavailable since the last session. Device below programmed intensity (oor).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. The patient reported an issue suggestive of out of regulation (oor); the patient explained that they could no longer modify the parameters of their ins with their controller. Impedances were above 10,000 ohms on contacts 4, 5, and 6, and all other contacts were around 2,000 ohms. The ins was reprogrammed to avoid the oor issue; the patient had effective therapy. The cause of the impedance issue was not determined.